Event description:
A report was received that following a lead revision procedure the patient was experiencing a stabbing pain in their back. The patient was admitted to the hospital for a ketamine infusion and pain medication to treat the post procedural pain. The physician assessed that the pain was due to wind up as a result of the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm model #: sc-3354-25, serial/lot#: (B)(4), description: w4 splitter 2x4-25 cm.

Event description:
A report was received that following a lead revision procedure the patient was experiencing a stabbing pain in their back. The patient was admitted to the hospital for a ketamine infusion and pain medication to treat the post procedural pain. The physician assessed that the pain was due to wind up as a result of the procedure.